Event description:
The customer called philips and wanted to obtain details about alarms occurring at the time of a pt death and log info to create a timeline of what occurred at the time of the event.